Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling cartridges with 100-200 units of insulin. Reportedly, customer either added insulin to the cartridge and loaded it successfully or loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer's blood glucose level ranged from 120 mg/dl to 240 mg/dl.